Manufacturer narrative:
(B) (4): we are unable to determine the suspect devices. The pedicle screws in use were lot # w06f0963 and w06g3846. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. This part is not approved for use in the united states; however, a like device catalog # 806r55l45t, 510k # k991528 was cleared in the united states. The manufacture date for lot w06f0963 is 07/18/2006 and the manufacture date for lot w06f3846 is 08/28/2006. Implant remained implanted, product evaluation is not possible. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a procedure to fuse t9-t12 using posterior fixation. The t12 set screw was stuck during implantation, therefore, it was removed. It was found after the set screw was removed that both set screw and the pedicle screw post were damaged. The surgeon cut the pedicle screw post trying to implant a new set screw, however, the remained screw post was too short to engage with any set screws. The surgeon did not replace the pedicle screw due to concerning potential extension of the surgical time. Therefore, t12 did not have the set screw being implanted. No further complications were reported for this procedure.